Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a remaining insulin reading issue. It was reported that the pump was reading more insulin than actual insulin in the cartridge for over a month. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 12/13/2013-device evaluation:the pump has been returned and evaluated by product analysis on 12/04/2013 with the following findings:a review of the device¿s history showed only typical usage; no alarms related to the complaint were observed. During testing, the pump was able to rewind, load, and prime successfully. A cartridge with approximately 100u was filled and recognized correctly by the piston rod. A 10u normal bolus and a 10u audio bolus were performed successfully. The pump correctly calculated the remaining units 90u and 80u after each bolus. Both boluses were accurately recorded in the pump history. Unrelated to the, the display screen was found to be discolored. Additionally, the keypad cover had been returned torn. All keypad buttons responded appropriately during testing. The cover was removed and evidence of contamination was found under the up arrow, down arrow, and contrast key contacts.